Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 3 days prior to contacting lfs when she obtained an alleged inaccurate high blood glucose reading of "16.8 mmol/l" with the subject meter. The comparison to feelings/normal results does not meet lfs' criteria for a valid comparison. The patient manages her diabetes with self-adjusted insulin. In response to the alleged issue, the patient claimed she took an increased dose of 20 units of humalog mix 75/25 insulin. The patient reported that 5 minutes after the alleged issue started she developed symptom of feeling "sweaty." There was no mention of medical treatment/intervention received due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that were stored correct, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.